Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing, visual and x-ray examination of the lead did not find any anomalies. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The helix extension length was measured within specification.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-atrial (ra) lead had dislodged twice which was confirmed via digital subtraction angiography (dsa) imaging, exhibited high capture threshold and failed to capture. As a resolution the ra lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.